Manufacturer narrative:
The reported events of low pacing impedance, loss of sensing, loss of capture, and lead wear were confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found tool marks at the middle region of the lead consistent with compressing the outer coil and damaging the inner and outer insulations which is consistent with procedural damage. During electrical testing the lead was shorting due to procedural damage to the inner insulation at the middle region of the lead. The cause of the reported events was isolated to the procedural damage to the lead found at the middle region.

Event description:
Related manufacturer reference number: 2017865-2023-16298.it was reported the patient presented after implant procedure. Device checks after the procedure revealed the atrial and right ventricular leads exhibited a drop in impedance, failure to sense, and increased capture thresholds that resulted in loss of capture. The suggested cause was lead wear. The atrial and right ventricular leads were explanted and replaced. There were no patient consequences.